Event description:
Customer reported that their pump screen was dark and would not turn on. Blood glucose level was reported at 14 mmol/l. Customer was instructed to try several troubleshooting steps, including pressing the button and charging the pump, but these were unsuccessful. Customer was advised to switch to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continues without interruption. A replacement pump was arranged, and the customer was instructed on returning the malfunctioning pump to tandem.